Manufacturer narrative:
During subsequent follow-up with the report, additional information was received. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device could not hold any size wire properly, the cannulation gauge passed through with resistance, the device ran untrue/ rough and there was internal corrosion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning due to immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set-up, it was observed that the quick coupling device did not hold the pin devices. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in (B)(6) 2014. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.